Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the device allegedly broke. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one device was returned for evaluation. The device was then successfully flushed and inserted with an in house syringe and guidewire respectively. An in house presto device was used to successfully inflate the device to nominal pressure. However while the device was attempted to be inflated to rbp water was noted to being exiting from the glue joint. Under magnification, a joint break was noted to the balloon and catheter joint. The investigation is confirmed for the break, as a glue joint break was noted to the device under magnification. The definitive root cause for the reported glue joint break could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2022), g3, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.